Event description:
Physician reported the removal and replacement of the lens due to the patient's complaint of halos and glare. Iol was replaced with a monofocal lens.

Manufacturer narrative:
The intraocular has not been received by the manufacturer. Halos are a known and labeled possible side effect of multifocal lens implantation.